Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tibial insert. Additionally, an unknown femoral stem, tibial baseplate and patella were reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Device was not retained.

Manufacturer narrative:
Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Update (B)(6) 2014: email communication received states reason for revision surgery was "implant migration, loosening."

Event description:
It was reported that the subject is enrolled in the (B)(6) study. Case report forms were received by stryker indicating the explantation of a stryker primary device.